Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years and six months of post deployment, computerized tomography-abdomen/pelvis with contrast was performed which showed that an inferior vena cava filter was seen, tulip shaped, with a dense tip point upwards tip was 4.1 cm below the left renal veins. Around one month later, attempted inferior vena cava filter retrieval, who previously underwent a g2 bard inferior vena cava filter placement many years prior. The patient has developed chronic abdominal/back pain. Preoperative imaging demonstrated an intact inferior vena cava filter without evidence of thrombus. Access was gained via right internal jugular vein. This was upsized to a 5f short sheath. An omni catheter was then inserted over a wire and parked in the inferior vena cava iliac confluent for cavogram. This showed a widely patent inferior vena cava with no evidence of extensive thrombus. Following this, the right common femoral vein was accessed with micropuncture needle set under ultrasound guidance. This was upsized to a 10f short sheath. Following this, it was upsized the ij sheath to a 9f long sheath. An end of severe system was then utilized to capture the filter. However, the sheath was too small to fit over the filter. Thus, again upsized the 9f to a16 f. However, the sheath was not long enough. A 24f sheath was then utilized. The filter was snared. However due to the angulation and size of the filter apex, they would not be able to direct the filter inside the sheath. After several times, a decision was made to abandon the procedure. A repeat cavogram was performed to ensure that the inferior vena cava was not injured during the process. Around one year and six months later, computerized tomography-abdomen without contrast showed that infra renal inferior vena cava filter with approximately 4 prongs extending beyond the contour of the inferior vena cava maximum distance approximately 4-mm to the outside wall of the aorta seen best on image 44 of series 2. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and retrieval difficulties. However, the investigation is inconclusive for filter tilt.based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g2,g3,h6(device, conclusion). H11: b1,h1,d1,d4,g1,h6(patient, method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately nine years and seven months post filter deployment, it was alleged that the filter had an unsuccessful attempt and filter was tilted. Reportedly post filter deployment, the filter perforated through the inferior vena cava wall close to aorta. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately nine years seven months post filter deployment, the patient alleged that they had a failed attempt to retrieve their filter and the filter was tilted. The current status of the patient is unknown.